Manufacturer narrative:
Block d2b: additional pro code qon. Block g4: additional premarket / 510 (k) p190006. UDI for concomitant product, tined lead: block d10: model number/catalog number: 1201, serial number: (B)(6), batch/lot number: al1h521457, model/catalog description: 1201, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient with this neurostimulator wanted the axonics device removed for unknown reasons. The entire system was explanted. There were no patient complications reported.